Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, inappropriate atrial tachy response (atr) episodes, and decreased impedance measurements which were not out of range. The patient was not pacemaker dependent. A surgical revision was later performed and this system was explanted and replaced. No additional adverse patient effects were reported.